Event description:
Customer reported having diabetic ketoacidosis while in the hospital. Customer was already in the hospital for a possible heart issue. His blood glucose was over 500 mg/dl. He is still connected to the device, but is treating with manual injections. In troubleshooting, the drive support cap appeared normal. The device rewound and primed properly. The settings and history are correct. The device passed the high pressure test. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer will speak to his doctor about what he should do next. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).